Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a pocket erosion was noted. Therefore the device was explanted and replaced. The patient was in stable condition following the procedure. Information regarding the date of explant was requested but not received.